Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose around 600 mg/dl on (B)(6) 2017. The customer treated with manual injection and the insulin pump after changing the infusion set. The customer mentioned he might have scar tissue. He stated he had not heard the no delivery alarm before, but may have cleared it in the past without knowledge of the alarm. Troubleshooting was declined. The insulin pump will not be returned for analysis. The infusion set will be replaced and returned for analysis.